Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. (B)(4)

Event description:
Note: this report pertains to the first of two hologic devices used in the same procedure. See associated medwatch, manufacturer's report# 1222780-2017-00204. It was reported the physician performed a novasure endometrial ablation on (B)(6)2017 and received multiple unsuccessful cavity integrity assessment (cia) tests. The physician used a second disposable device and received an unsuccessful cia test. The physician suspected a perforation and aborted the procedure. No intervention required. The patient was discharged home.